Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted that the device was never implanted and was placed outside of the patient¿s body. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.